Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure got completed by deleting the older cases. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was getting low disk space error which prevent the x-ray. Upon functional testing, the fse deleted the patient database and reset the ippc hard disk, even after that the issue persisted. To resolve the reported issue, the fse re-created the image store. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system had a low disk space error. The device was in clinical use at the time of the reported event. No harm was reported to philips. The field service engineer re-created the frontal image storage and the system was returned to use in good working order.